Manufacturer narrative:
Evaluation summary: although the cause of the complaint was not be able to be identified, as a result of electronic conduction test of the ccd module, it is considered that the cause of the complaint is conduction failure of v3 signal between the inner lead and flexible printed board in the ccd module. The device has been repaired and returned to the customer. We explained the defect analysis. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Noise occurs in the inspection image. There was no trauma or leak, and a problem occurred less than a year after the purchase. Since it occurred before use, there is no health hazard to patients and medical staff. This event occurred at the time of before use. There was no report of patient harm.